Manufacturer narrative:
D9 - device available for evaluation: no additional information included in b5.

Event description:
Additional information received stating that there was patient involvement but no patient harm.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history lot number was reviewed, and no nonconformities were found that would have led to the reported complaint. Updated information in d9.

Event description:
The event involved a 102" (259 cm) appx 8.2 ml, pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock and it was reported that 4-way connector leaking at filter and standard concentration tubing leaking at filter ("aads" line). There was no reported patient involvement.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. Additional reporter information: (B)(6).